Event description:
The manufacturer received information alleging that the patient passed away while using the rep dreamstation auto CPAP device. The patient was found unresponsive and had stopped breathing while using the device. The treatment data was reviewed, and a large leak was found during the first hour of the event and the rest of the time was left in an unmasked state. There were no reports of medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.